Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the glass plate protecting the spectophotometer array was not replaced properly post service. The glass plate was re-attached and cleaned. The spectophotometer array was adjusted. The instrument was tested without further problem and returned to service.